Event description:
Related manufacturer reference number: 2017865-2022-08053. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead were dislodged. There was no capture threshold on both the leads which resulted in no pacing. The physician explanted and replaced the rv and ra leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture and dislodgement. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was partially extended with sign of blood. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.